Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02628 for device 2. On (B)(6) 2009, the patient was implanted with an scs system. The patient lost stimulation in one of her legs because one of her octrode leads was located in the intrathecal space. On (B)(6) 2010, the doctor revised the patient. He removed the intrathecal lead. He tried to implant a new lead, but was unable to do so. He then tried to reposition the existing lead that remained in the patient, but could not get bilateral coverage.

Manufacturer narrative:
The exact lot number of the lead is unknown. Both possible lot numbers were reviewed. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.